Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. The black moving part that fixes the pericardial indicator thread attached to the upper part of the blade attached to acrobat-I it dropped out when it was removed. * the indicator thread is "0 surgisorb" . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: corrected section: g-1 contact office: corrected from "maquet (suzhou) co., ltd" to "maquet cardiovascular llc." Updated sections: g-4, g-7, h-2, h-10.

Manufacturer narrative:
Trackwise# (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. Corrected section h6- device code changed to detachment of device the device was returned to the factory on 12/13/2019 . An investigation was conducted on 03/04/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on both blades. One suture holder one of the blades that was returned was observed to be detached from the device. The detached suture holder was not returned for evaluation. Based on the returned condition of the device, the reported failure "detachment of device or device component" is confirmed. The DHR , shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. The black moving part that fixes the pericardial indicator thread attached to the upper part of the blade attached to acrobat-I it dropped out when it was removed. * the indicator thread is "0 surgisorb" . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital the hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. The black moving part that fixes the pericardial indicator thread attached to the upper part of the blade attached to acrobat-I it dropped out when it was removed. * the indicator thread is "0 surgisorb" . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 "device not eval provide code" trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise (B)(4).a lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. The black moving part that fixes the pericardial indicator thread attached to the upper part of the blade attached to acrobat-I it dropped out when it was removed. * the indicator thread is "0 surgisorb" . A replacement device was used to complete the procedure. The hospital did not report any patient effects.